Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed air detector was dented. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history found no alarms related to the reported issue. Functional testing did not duplicate the reported issue, and the device was functioning properly at the time of evaluation. However, as the air detector was found to be dented, this is known to possibly have caused or contributed to the reported issue. Therefore, this event is reportable surrounding the dented air detector. Preventative maintenance was performed.

Event description:
It was reported that the latch lock sensor failed during testing. There was no patient involvement. Evaluation of the returned device identified a dented air detector, which may have contributed to the device sensing issue, even though the reported issue was not duplicated during functional testing.